Event description:
It was reported that a revision surgery was performed due to unresolved pain. The revision surgery was extended by 20 minutes. The devices involved were reportedly damaged at the time of revision and have not been returned to the manufacturer for analysis. Time in vivo is unknown.